Event description:
It was reported via maude report (B)(4). That shaft break occurred. An aortogram and bilateral common iliac and right external iliac stent procedure was completed. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was used; however, during the procedure, the balloon broke apart. The procedure was completed and there were no patient complications reported.